Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 97 mg/dl. The alarm was resolved by disconnecting and reconnecting the reservoir and the infusion set prior to the phone call. No troubleshooting was performed during the phone call because the reported issue was a past event. The customer did not wasn't to return the reservoir and the infusion set for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.